Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During pacemaker replacement, patient reportedly went into asystolia for a few seconds during closure of the pocket. Nominal settings were then programmed. No re-intervention was performed after this incident to check the ventricular lead connection. Normal pacemaker check was performed afterwards. After a close monitoring, the patient was discharged 24 hours after the implantation.

Manufacturer narrative:
(B)(4).

Event description:
During pacemaker replacement, patient reportedly went into asystolia for a few seconds during closure of the pocket. Nominal settings were then programmed. No re-intervention was performed after this incident to check the ventricular lead connection. Normal pacemaker check was performed afterwards. After a close monitoring, the patient was discharged 24 hours after the implantation.